Event description:
This lead was implanted on (B)(6) 2000 and is still in active use. The lead experiences low impedance. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).